Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: the review of the black box data showed multiple replace battery alarms and a short battery life issue. During the actual testing, the pump electrical current draws measured within specifications. Unrelated to the original complaint, the battery compartment was noted to be cracked in two places. Corrosion was observed inside the battery compartment and a battery compartment leak was diagnosed post performing a leak test. The pump was disassembled and no further evidence of moisture was found. The battery cap threads were stripped; therefore, a test cap was used for investigation. The display was dim and discolored.